Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing pain at the ipg site due to weight loss. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was relocated to another area to address the issue.